Event description:
Additional information was received that the patient has confirmed oxidation of the connector of the modular cable and pump cable. The modular cable and system controller were exchanged. Power cable disconnection was performed 20 times. Fresh log files were downloaded on (B)(6) 2025 which contained a pump stop. The log file also continued to capture driveline fault alarms throughout the event history. The connector of the modular cable and pump cable were cleaned resolving the alarm. An hour after the cables were cleaned, the yellow "cable communication fault" alarm reappeared.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault and driveline communication fault alarms, as well as pump stop events, that appear consistent with the reported fluid ingress issue at the connection between the pump cable and modular cable. However, fluid ingress on the pump cable side was unable to be confirmed as no images of the inline connector pins were provided, and the device remains in use. Furthermore, review of the submitted images confirmed damage and discoloration to the pump cable; however, a specific cause for these events could not be conclusively determined. Review of the additional submitted controller event log files confirmed several pumps stop events on 07aug2025. Although a specific cause for the pump stops could not be conclusively determined, the observed events appear consistent with the reported fluid ingress issue. Additionally, driveline power fault alarms associated with power b broken faults were captured before and after the pump stop on (B)(6) 2025, as well as on (B)(6) 2025 prior to the disconnection of the driveline for the reported cleaning procedure. Driveline communication fault alarms were also captured on (B)(6) 2025. The alarms resolved following the disconnection of the driveline, and approximately 1 hour later the driveline power fault alarms returned and persisted through the end of the file on (B)(6) 2025. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication fault and driveline power fault alarms, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication fault and driveline power fault alarms, and the recommended actions associated with these emergencies. This section also contains instructions to take in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the upper layer of the pump cable was torn. The downloaded log files confirmed driveline power fault alarm. The alarm reoccurred two days later. Fresh log files and chest x-ray were requested with focus on the driveline.

Manufacturer narrative:
Section e1: customer site was emergency institute for cardiovascular diseases and transplantation (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
H6- additional code. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2025 there was report of pump off for 30 minutes. Per the family members, the patient did not manipulate the device. Log files and new chest x-ray was sent to the team for evaluation. The log file captured further driveline power fault alarms throughout the event history as well as a driveline disconnect/ pump off event lasting from 2243 to 2307 on 19aug2025. Of note, the driveline power fault alarms were active for power b, whereas they were active for power a prior to the cleaning a few weeks ago. This indicated that the issue causing the alarms was still related to debris buildup within the connector and not damage to the driveline. The cleaning appeared to have temporarily resolved the alarms, but they had since returned. It was recommended to perform another thorough cleaning of the modular connector on the patient side to try and remove any excess debris and replacing the modular cable following the cleaning. However, the account did not wish to have another cleaning done and would like to consider other options including perform a pump exchange, request a full heartmate 3 driveline splice, or no intervention.